Event description:
It was reported that a dissection occurred. The patient underwent coronary angioplasty targeting a lesion in the mid segment of the right coronary artery (rca). The lesion was pre-dilated with a 3.00 mm x 8 mm semi-compliant balloon. A 3.00 mm x 24 mm promus premier drug-eluting stent was then deployed and dilated at 12 atmospheres. A type a dissection was identified at the proximal edge of the lesion in the mid rca. Another drug-eluting stent was deployed to cover the dissection. The procedure was completed, and the patient remained stable post-procedure and fully recovered.